Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a hemihepatectomy procedure there was an incomplete staple line, only 50%, firing and closing trigger were jammed. No further information is available. No patient consequence reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: (B)(6) male patient with a neuroendocrine carcinoma, neoadjuvant chemo therapy, two ats45 with a white cartridge (k4dl1z) have been fired on normal liver tissue. There were no anomalies noticed during firing but both devices stopped after firing 50% of staple and cutting line. The appearance of the staple line was ok. The user fired the device in one smooth firing stroke. There was no bleeding or other adverse consequence for the patient. The procedure was finished successfully with same like device.